Event description:
The customer reported the screw was implanted on (B)(6) 2014 and four months later it was identified that the screw backed out. The screw was explanted on (B)(6) 2014. The customer also reported the patient outcome is good.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert states "migration, bending, fracture or loosening of the implant" are possible adverse effects. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned locking cancellous screw was evaluated for the complaint that is backed out after being implanted for four months. Upon evaluation the complaint could not be verified as there is insufficient information to determine the root cause. The screw threads were dimensionally in tolerance and the screws locking threads appear to have functioned as intended. There are no indications of manufacturing defects. The most likely cause of the complaint issue cannot be determined. Updated based on device evaluation.